Event description:
It was reported, the patient's ipg was explanted and replaced as she had a wound infection at the ipg pocket site in the left flank. The physician opened the pocket, cleaned it out, disconnected the ipg and re-tunneled the new ipg to a new pocket. The physician believes the patient may have picked at her incision scab. The patient was hospitalized and was treated with antibiotics for two weeks. Further follow-up revealed, the patient is doing well and reports effective coverage. The infection has also cleared. The physician reported the patient is now doing well.

Manufacturer narrative:
This ipg serial number is included in a field advisory. The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. (Method) - the device history and sterilization records were reviewed. (Results) - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. (Conclusion) - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.